Event description:
Manufacturer ref.#:(B)(4).

Manufacturer narrative:
The claimed issue was related to pre-use check failure. The issue has been confirmed during evaluation of received problem description and service report. No log files were attached. The ventilator was inspected on site by our field service engineer (fse), who found that air gas module was defective. No parts were returned for analysis and therefore, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).